Event description:
During a stent implantation, a perforation had occurred in the lad. The pk papyrus covered stent system was delivered, but ivus confirmed a deformation of the covered stent at the proximal edge. The device was retrieved, and another pk papyrus covered stent of same size was successfully placed. This was originally reported on MDR-(B)(4), but the asset information was incorrect. Closing that report and opening this in its place.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is severely deformed at its proximal end, i.e. Several struts are bent. Judging from the x-ray markers the stent is displaced by about 3 mm in distal direction. Microscopic inspection of the exposed balloon surface showed stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The balloon is well folded and shows no signs of inflation. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. Pk papyrus is indicated for the treatment of acute coronary artery perforations. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.